Event description:
It was reported that prior to a surgical procedure at the user facility, foreign material was found in the sterile package. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that prior to a surgical procedure at the user facility, foreign material was found in the sterile package. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.